Manufacturer narrative:
D10: 02-010-01-0330 - logic femoral ps cem right sz 3 (B)(6), 02-012-35-3015 - logic tibia ps mod insrt sz 3 15mm (B)(6), 02-012-41-3020 - logic tibia traptray cem sz 3f/2t (B)(6), 02-012-42-3008 - logic pts, size 3, 8mm (B)(6), 200-02-32 - three peg patella 32mm (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6), 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27 (B)(6), 203-96-41 - (11-3974) stryker sys 6 90x13x1.27 (B)(6), 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm (B)(6), 204-70-00 - tibial stem ext. Screw (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tka approximately 10 years ago. Subsequently, the patient reported that their knee replacement is "defective". As a result, the patient is scheduled to undergo right knee revision surgery. No further patient impact reported. No further information available.